Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) related to a communication error. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. The device will be serviced, cleaned, calibrated and tested before it returning to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) related to a communication error. There was no patient harm or serious injury reported as a result of this incident.